Event description:
Caller reported that insulin gauge displayed an amount different than expected, with the pump currently showing a static fill estimate of 90 units despite insulin delivery. There was no adverse impact to the customer's blood glucose level. Customer support educated the caller about the cause of the discrepancy and explained that normal countdown would resume once the insulin amount matches the static number on the pump, which the caller understood and acknowledged.